Manufacturer narrative:
Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the bearings of the attachment device were damaged. It was noted that the symbol was missing, the extension sleeve was damaged, missing balls, and the cage was not available. It was further determined that the device failed pretest for temperature, cutter insertion (bearing), and lock operation (rattle). It was noted in the service order that the device had an article defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the device availability was inadvertently documented as nov 11, 2017 in the initial medwatch report. Please note that the correct date is dec 8, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation: the actual device was returned for further evaluation. The attachment device was evaluated and the reported condition that a cutter could not be inserted was confirmed. An assessment was performed and it was observed that a cutter could not be inserted into this attachment, and the nose tube was damaged (flared out on the end). It was determined that the condition of cannot insert cutter, was due to the bearings being worn out not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to normal wear and servicing over time, the failure was caused by worn out bearings. It was further determined that the condition of the flared nose tube was due to excessive side loading causing the cutter to flex and to come in contact with the nose tube. The assignable root cause of this condition was determined to be component damage from misuse, abuse, and or error. If additional information should become available, a supplemental medwatch will be submitted accordingly.